Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown, head, lot #: unknown. Item#: unknown, unknown, stem, lot#: unknown. Item#: unknown, unknown, cup, lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05300, cup.

Event description:
Liner did not engage locking mechanism in acetabular cup.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.